Manufacturer narrative:
The device was discarded and not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, b6, b7, g3, h2, h11. The device was discarded and not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Additional information received clarified that the fibrous membrane was on the anterior optic of the lens. The patient is recovering.

Manufacturer narrative:
The device discarded and not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that one day post an uncomplicated cataract extraction and implantation of an intraocular lens (iol) into the eye, the patient¿s visual acuity was 20/30. The patient¿s visual acuity decreased over the next week and a half and the iol was observed to be white and opaque. An intraocular injection of antibiotics was administered as a precaution. One month after implant, the surgeon attempted to remove the iol, but observed an inflammatory membrane, allegedly as a result of tass, and removed the membrane. The iol was determined to be clear and remains implanted.